Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated arctic sun device alerted 00 communications to control panel have failed at power up. Powered off for the second time. Device booted up to the same alert 00 again. Advised to swap out to a different device. Send this one to biomed labeled 00 for evaluation. Regarding alarm 106. Discussed this was likely related to the alarm 00. Discussed that this is an alarm generated when the control panel was unable to communicate with the internal processors. Discussed removing the panels and inspecting the circuit cards as well as the connections to the panel and card cage. Per sample evaluation results received on (B)(6) 2024, it was reported that arctic sun device unit was not cooling and all three pumps are working. Installed test i.o. Board to clear alert 80 (non-recoverable system error) , unit filled normally after installing test card.

Event description:
It was reported that nurse stated arctic sun device alerted 00 communications to control panel have failed at power up. Powered off for the second time. Device booted up to the same alert 00 again. Advised to swap out to a different device. Send this one to biomed labeled 00 for evaluation. Regarding alarm 106. Discussed this was likely related to the alarm 00. Discussed that this is an alarm generated when the control panel was unable to communicate with the internal processors. Discussed removing the panels and inspecting the circuit cards as well as the connections to the panel and card cage. Per sample evaluation results received on 12mar2024, it was reported that arctic sun device unit was not cooling and all three pumps are working. Installed test i.o. Board to clear alert 80 (non-recoverable system error), unit filled normally after installing test card.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. Unit is not cooling, all 3 pumps are working. Replaced chiller. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.